Manufacturer narrative:
Plant investigation: as the device was not returned to the manufacturer, a physical evaluation could not be performed. A batch records review was conducted by the manufacturer for the reported lot. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. The entire lot has been sold and distributed. In addition, a device history review was performed and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The lot met all specifications for release. A product history review did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Event description:
A peritoneal dialysis (pd) patient reported a fluid leak was seen after the patient was not able to drain due to a notice: draining slowly message and cancelling treatment. The patient stated when opening the cassette door, water started spilling and spraying everywhere like "two holes sprang out looking like spiderwebs," wetting the floor and the patient's socks. The patient did not know where the leak originated from due to the patient's memory. The patient re-setup supplies and received m31 air detected in cassette warning alarms. Fluid was seen after opening the cassette door after cancelling treatment. The patient was advised due discontinue use of the cycler. The patient knew how to perform continuous ambulatory peritoneal dialysis (capd). The cycler was replaced. Upon follow up, the patient's peritoneal dialysis registered nurse (pdrn) confirmed the reported event. The pdrn stated the fluid leak was noted during step 9 of treatment as treatment was cancelled and following the reported cycler alarms. The pdrn confirmed there were no symptoms, adverse events, or injuries requiring medical intervention required as a result of the reported event. The pdrn stated the patient is trained on performing stat drains, as well as manual peritoneal dialysis therapy if needed, and stated the patient completed treatment using continuous ambulatory peritoneal dialysis (capd) to complete their remaining treatment. The pdrn stated the cycler was replaced and the patient is continuing with peritoneal dialysis on the replacement cycler without issue and without reoccurrence of the reported event. The pdrn confirmed the cycler set (cassette) used was discarded and was no longer available to return for investigation.

Manufacturer narrative:
Plant investigation: the plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A peritoneal dialysis (pd) patient reported a fluid leak was seen after the patient was not able to drain due to a notice: draining slowly message and cancelling treatment. The patient stated when opening the cassette door, water started spilling and spraying everywhere like "two holes sprang out looking like spiderwebs," wetting the floor and the patient's socks. The patient did not know where the leak originated from due to the patient's memory. The patient re-setup supplies and received m31 air detected in cassette warning alarms. Fluid was seen after opening the cassette door after cancelling treatment. The patient was advised due discontinue use of the cycler. The patient knew how to perform continuous ambulatory peritoneal dialysis (capd). The cycler was replaced. Upon follow up, the patient's peritoneal dialysis registered nurse (pdrn) confirmed the reported event. The pdrn stated the fluid leak was noted during step 9 of treatment as treatment was cancelled and following the reported cycler alarms. The pdrn confirmed there were no symptoms, adverse events, or injuries requiring medical intervention required as a result of the reported event. The pdrn stated the patient is trained on performing stat drains, as well as manual peritoneal dialysis therapy if needed, and stated the patient completed treatment using continuous ambulatory peritoneal dialysis (capd) to complete their remaining treatment. The pdrn stated the cycler was replaced and the patient is continuing with peritoneal dialysis on the replacement cycler without issue and without reoccurrence of the reported event. The pdrn confirmed the cycler set (cassette) used was discarded and was no longer available to return for investigation.